Manufacturer narrative:
The lead was electronically repositioned and remains in service. There were no adverse patient effects reported.

Event description:
Boston scientific received information that out of range, high pacing impedances have continued on this left ventricular (lv) lead. Reprogramming was attempted once again to remedy the issues, however the lead displayed high pacing impedances in all configurations. Despite the high impedance measurements, lead diagnostics remain normal and lv capture was confirmed. A chest x ray was suggested by the physician, however with current information has not yet taken place. It was determined by (B)(6) that the measurements were not likely due to noise or electromagnetic interference on the device.

Event description:
Additional information was received that this left ventricular lead was surgically abandoned and replaced due to the high impedances measurements greater than 200 ohms. A new allegation of lv loss of capture was also reported. The lead was surgically abandoned and replaced. During the procedure, the device was also electively replaced in order to implant the new lv lead. No adverse patient effects were reported other than the additional procedure.

Event description:
Boston scientific crm received information that this lead exhibited high, out of range impedance measurements. All other lead measurements were reported stable. There was no noise reported and no patient symptoms.

Manufacturer narrative:
The lead remains in service and will continue to be monitored by the physician. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead was surgically abandoned and replaced. No further information is available. This report will be updated if more information becomes available.